Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received multiple inappropriate shock therapies. Initially, the system was optimized via reprogramming; however, additional inappropriate therapies were received. The physician elected to then surgically intervene. It was reported that the patient's weight has decreased approximately 20 kg since implant, suspected to have contributed to the rotation of the device within the pocket. The original device was repositioned and the procedure completed with successful measurements. No additional adverse patient effects were reported and the patient will be followed remotely.